Manufacturer narrative:
(B)(4). Product evaluation in progress.

Event description:
Customer complains of hi results. Customer states they feel well and no medical attention is needed. Verified the strips expire 04/30/2017. Customer confirms the strips and were first opened in (B)(6) 2015. Reviewed meter memory (B)(6). Adverse event not reported.